Manufacturer narrative:
(B)(4). Carefusion will evaluate the alleged failed part if it is returned to the manufacturer.

Event description:
The customer reported that during setup the ventilator displayed circuit occlusion and extended high ppeak and stopped ventilating, the safety valve open and continuous audible alarm was present.

Manufacturer narrative:
The carefusion field service technician evaluated the ventilator and was unable to duplicate the issue. Checked transducers, very slight drift since last calibration. Calibrated transducers. Performed ventilator testing.